Event description:
The lead was coiled up in the pt's back, producing a 'bubble' and pain. The pt experienced pain down her legs when she walked. The implantable neurostimulator moved when the pt walked. The pt had frequent weight fluctuation because of steroid treatment. The hcp planned to wait until the pt's weight was down and then revise the implantable neurostimulator pocket. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.